Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/28/16- medical records received. Medical records reviewed for MDR reportability. Revision surgical report for right hip noted the metal ions were relatively normal, radiolucent lines within the posterior acetabulum, the tensor fascia and abductor muscles significantly adhered to the it band, large fragment of hetertopic ossification and the patient with estimated blood loss of 1600ml. Blood loss will be added to patient harm.the complaint was updated on: feb 15, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for groin pain.